Event description:
This is an adverse event recorded on a case report form as part of the (B)(6) patient registry. The patient was prospectively enrolled with 4 cm of barrett's esophagus containing low-grade dysplasia. It was reported that 3-4 days after treatment with a barrx 360 ablation catheter (25 mm ablation catheter; ref #32041-25; lot # f1013514), the patient developed bleeding. The patient was not on anti-coagulant or anti-platelet therapy. The patient was admitted to the hospital for the bleeding and treated conservatively with endoscopic application of a small coagulative probe and placement of a naso-gastric tube. The patient did not require blood transfusion. The patient responded well to the treatment. The treatment left a scar which developed a stenosis that was subsequently treated with dilation. The patient did not have a history of prior stenosis. The symptoms have since resolved and the patient is reported to be doing fine. Per the physician,the severity of the event was severe, the relationship of the event to the device procedure was definite and there was no device malfunction.

Manufacturer narrative:
The site did not return device as it was discarded. Therefore, no evaluation was performed. If any additional information is obtained pertinent to this event, a follow-up report will be submitted. (B)(4).